Manufacturer narrative:
Date received by manufacturer: 17oct2019. Date of report: 18oct2019. The customer replaced the touchscreen on this device to address the reported issue. The issue has been resolved and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen failure. There was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/02/2019.

Event description:
The customer reported touchscreen failure. There was no patient involvement at the time the issue was discovered.